Event description:
A malfunction alarm was reported when a momentary power loss to the vibrator motor occurred, indicated by the malfunction code malf 12. There was no adverse impact on the customer's blood glucose level, remaining below 500 mg/dl. The customer did not report any prior events leading to the malfunction, and after receiving guidance from technical support, the customer successfully reset the pump, resolved the issue, and continued using the pump.